Manufacturer narrative:
Qn # (B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with no clip in the first position in the channel. The sample appeared used as there was biological material on the device. There was a significant amount of biological material in the jaws. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired. Several more attempts were made, but no clips fired. The sample was disassembled to inspect the internal components. Upon disassembly, no defects or anomalies were observed. The device was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Since no clips were returned, the reported complaint issue could not be confirmed. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused the complaint issue since no clips were remaining in the returned sample. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "clip(s) not closing/locking" was not confirmed based upon the sample received. The device was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. A device history record review was performed with no evidence to suggest a manufacturing related cause. Since there were no clips remaining in the returned device, the reported complaint issue could not be confirmed, and a probable cause could not be determined.

Event description:
It is reported that the inflation system of the balloon is considered as not reliable - 3 incidents: on (B)(6) 2020, 2 trocars, 2 patients, same issue: after inflation of the balloon with 10ml air, the trocar does not sufficiently seal the opening and thus slips(the balloon deflates or does not inflate enough?)leading to a reinflation of the balloon and then a burst. On (B)(6) 2020, 1 trocar/patient: it is impossible to inflate the balloon and thus to use the trocar because the tip of the syringe has broken off in the inflation device. No clinical consequences for the patients. The duration of the procedures and anesthesia have been extended which may have been pre- judicial for the patients. The trocars have been removed and replaced with another from the previous supplier. Additional information: the patient's condition is fine, no consequence for the patients. The balloon did not burst in several pieces, just a burst and deflation of the balloon. The surgery being performed was gynecology and vascular. By several different users. The balloon fully deflated. 10ml was used for inflation for all according to users.

Manufacturer narrative:
(B)(4). The device history review for the product weckvista access balloon port 10mmx100mm lot# 73h2000360 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It is reported that the inflation system of the balloon is considered as not reliable - 3 incidents: on (B)(6) 2020, 2 trocars, 2 patients, same issue: after inflation of the balloon with 10ml air, the trocar does not sufficiently seal the opening and thus slips(the balloon deflates or does not inflate enough?)leading to a reinflation of the balloon and then a burst. On (B)(6) 2020, 1 trocar/patient: it is impossible to inflate the balloon and thus to use the trocar because the tip of the syringe has broken off in the inflation device. No clinical consequences for the patients. The duration of the procedures and anesthesia have been extended which may have been pre- judicial for the patients. The trocars have been removed and replaced with another from the previous supplier. Additional information: the patient's condition is fine, no consequence for the patients. The balloon did not burst in several pieces, just a burst and deflation of the balloon. The surgery being performed was gynecology and vascular. By several different users. The balloon fully deflated. 10ml was used for inflation for all according to users.